Manufacturer narrative:
All available information was investigated, and the reported unintended movement of the shaft nor physical resistance/sticking of the lock lever were confirmed during return device analysis. There was slack observed in the lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and causes for the reported unintended movement, physical resistance/sticking, and observed slack in the lock line could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has returned. Investigation is not yet complete. . A follow up report will be submitted with all additional relevant information.na

Event description:
This is filed to report unintended movement. It was reported that during preparation of a clip delivery system (cds), there was tension when rotating the lock lever and the shaft was moving in an unintended direction. Therefore, the cds was not used in the patient and the procedure continued with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.